Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Twenty-one representative devices were available for evalu ation. Light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and m icroscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functionally, the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling or loading the sutures into the instron machine. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet the mean and individual specifications for this product. It was reported that the thread popped off from the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.10. Concomitant product: cl813-12, cl813-12 polysorb 1 vio 75cm gs21 x12 (lot# a5f2039y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the thread popped off from the needle while suturing the uterus. The physician attempted to continue suturing the uterus again with another new suture but the same issue occurred. The circulating nurse opened a new box and the issue was resolved.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gynecological procedure, the thread popped off from the needle while suturing the uterus. The physician attempted to continue suturing the uterus again with another new suture but the same issue occurred. The circulating nurse opened a new box and the issue was resolved. There was no patient injury.